Manufacturer narrative:
Product event summary: the proximal portion of the lead was returned, analyzed, and no anomalies were found. The analyst noted the lead was thoroughly analyzed. No anomalies could be attributed to the complaint at this time.

Event description:
It was reported that the patient presented to the emergency department due to a lead integrity alert (lia) on the right ventricular (rv) lead. It was noted that the lead was fractured and that there were short v-v intervals, high rate non-sustained ventricular tachycardia episodes, intermittent crosstalk on the real time electrogram, no capture, high pacing impedance, diminished r-wave sensing, and noise. The lead was extracted and replaced. No patient complications have been reported as a result of this event.